Manufacturer narrative:
The customer reported event of screwdriver tip fracture was confirmed via visual inspection. Manufacturing history was reviewed and no issues were identified. The age of the instrument was found to be almost 4 years old. Conclusion: a root cause of the event is most likely normal wear and tear.

Event description:
It was reported that; screwdriver tip broke.

Event description:
It was reported that; screwdriver tip broke.